Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was able to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected/prevented by following the instructions for use (IFU) which state: the IFU warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had insufficient or incorrect reprocessing and was used for next procedure. The issue occurred during reprocessing. There were no reports of patient involvement.